Event description:
Per the clinic, the patient experienced pain due to magnet dislodgement during an MRI. The patient's head was wrapped as recommended by cochlear. Subsequently, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the device was explanted under general anesthesia.